Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected. Subsequently, the customer charged the pump more often and began to realize that the pump was hot to touch despite being in room-temperature conditions. The customer's blood glucose level was 280 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.